Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during setup for a inguinal herniorrhaphy tep, the surgeon inserted device and tried to detach 1, 2, 3 dissector but could not detach the device. The surgeon had to use a new device. There was no patient injury or adverse events reported. Patient is alive with no injury.